Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of greater than 3000 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. There had also been a single signal artifact monitor (sam) episode due to what appeared to be minute ventilation/respiratory sensor oversensing. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
It was noted that this device was not available for return. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of greater than 3000 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. There had also been a single signal artifact monitor (sam) episode due to what appeared to be minute ventilation/respiratory sensor oversensing. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additional information was received which reported that this device was later explanted due to premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of greater than 3000 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. There had also been a single signal artifact monitor (sam) episode due to what appeared to be minute ventilation/respiratory sensor oversensing. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
It was noted that this device was not available for return. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of greater than 3000 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. There had also been a single signal artifact monitor (sam) episode due to what appeared to be minute ventilation/respiratory sensor oversensing. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event. Additional information was received which reported that this device was later explanted due to premature battery depletion. No additional adverse patient effects were reported.